Event description:
It was reported that pump experienced repeated malfunctions identified by malfunction code 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued using current pump while prepared to rely on alternate insulin method if necessary, and technical support arranged replacement pump within warranty.